Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling and occlusion of the subclavian vein. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced with a leadless implantable pulse generator (ipg).the occlusion required surgical intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.